Event description:
Info received indicates the side rail will not stay latched.

Manufacturer narrative:
The technician found the latch bolt was missing from the side rail. The technician replaced the latch bolt to repair the bed.